Event description:
It was reported that the bd¿ blunt fill needle had a hole in the hub. The following information was provided by the initial reporter, translated from portuguese: "needle with a hole in the hub".

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.